Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, self test, sleep current measurement, and active current measurement or verify unexpected battery power loss due to blank display. The following were noted during visual inspection: corroded battery tube, cracked case (battery tube), cracked case-corner of belt clip rails, and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer went into the swimming pool and the insulin pump had water inside the screen and insulin pump not working. Customer stated they hear fluid when shaking the insulin pump. Customer stated they see fluid under the liquid crystal display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.